Event description:
It was reported that the patient noted the distal cylinder of his inflatable penile prosthesis (ipp) was extruding from the corporal space for months. There was no erosion and the patient reported there was no pain associated with the event. The patient has not tried to inflate his device for close to six months. The physician explanted the ipp device and implanted a tactra penile prosthesis cylinder on the right side only.

Event description:
It was reported that the patient noted the distal cylinder of his inflatable penile prosthesis (ipp) was "extruding from the corporal space" for months. The device was visibly exiting the distal glans. The patient reported there was no pain associated with the event. The patient has not tried to inflate his device for close to six months. There were no other device malfunctions and the doctor does not believe the device caused or contributed to the erosion. The physician explanted the ipp device and implanted a tactra penile prosthesis cylinder on the right side only.